Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) device was received in biomed shop for motor stall error - specific error was unknown. Biomed inspected and found that the motor mount was broken at the bend of rubber on the device. Biomed stapled it back together as a form of repair and put the device back into service. The customer was advised to locate, take out of service, and send in the device to bd for product investigation. Although requested, no further information was provided.